Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a (B)(6) female patient who had essure (batch no. A36615-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included ibuprofen, medroxyprogesterone (depo provera), nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/ abdominal area"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On (B)(6)2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). The patient was treated with surgery (underwent treatment due to complications,(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dyspareunia, fatigue, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, abdominal pain, mood swings, vaginal disorder, female sexual dysfunction, migraine, dysmenorrhoea, vaginal discharge, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left: 7 and right: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. The essure procedure was performed per protocol. On (B)(6) 2012, hysterosalpingogram revealed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received : new events- "nausea, psychological or psychiatric problems - condition: depression and mental anguish were added. Onset dates of events were added and updated. Concomitant medications were added. Patient demographics were added. Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 29-year-old female patient who had essure (batch no. A36615-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), 1 year after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems- condition: depression") and anxiety ("psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/ abdominal area"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent treatment due to complications,(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the headache, dyspareunia, fatigue, menstrual disorder, weight increased, mood swings, vaginal disorder, female sexual dysfunction, migraine, dysmenorrhoea, vaginal discharge, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left: 7 and right: 6. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: results: confirmed essure device was successfully occluded. Diagnostic results: the essure procedure was performed per protocol. On (B)(6) 2012, hysterosalpingogram revealed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 29-year-old female patient who had essure (batch no. A36615-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), 1 year after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/ abdominal area"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent treatment due to complications,(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the headache, dyspareunia, fatigue, menstrual disorder, weight increased, mood swings, vaginal disorder, female sexual dysfunction, migraine, dysmenorrhoea, vaginal discharge, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left: 7 and right: 6. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: results: confirmed essure device was successfully occluded. Diagnostic results: the essure procedure was performed per protocol. On (B)(6) 2012, hysterosalpingogram revealed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 11-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 29-year-old female patient who had essure (batch no. A36615-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), 1 year after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/ abdominal area"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent treatment due to complications,(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the headache, dyspareunia, fatigue, menstrual disorder, weight increased, mood swings, vaginal disorder, female sexual dysfunction, migraine, dysmenorrhoea, vaginal discharge, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left: 7 and right: 6. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: results: confirmed essure device was successfully occluded. Diagnostic results: the essure procedure was performed per protocol. On (B)(6) 2012, hysterosalpingogram revealed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of menorrhagia updated. Rcc comments added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.